Manufacturer narrative:
Tech found head of bed was not going up or down due to stuck guide tube. Replaced the valve guide tube to resolve this issue.

Event description:
Info received alleged that the head of the bed was not going up or down. No allegation of injury.